Event description:
It was reported that the biomed stated that the arctic sun device was banged up by someone and made a rattle sound. Per additional information updated from ttm on 12mar2026, biomed stated device was banged up and open on part of the casing. Device was rattling during therapy. Per review of wo notes, it was determined that the device will be sent to the service depot for assessment of panels and damage.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump motor. Noise emitting from the extreme vibration on the circulation pump motor. Disassemble circulation pump from motor / motor shaft shows signs of bearing seizing when shaft is spun by hand. Circulation pump assembly was replaced. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.